Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose around 500 mg/dl. The customer's mother reported that the insulin pump was not giving enough insulin. The customer's blood glucose was 363 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother declined to troubleshoot. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump received with minor scratched display window, broken off battery tube threads and cracked reservoir tube lip.